Manufacturer narrative:
Product event summary the delivery catheter was returned and analyzed. There was an issue with the septum of the catheter the septum of the catheter was damaged. The analyst noted the delivery catheter was returned with the dilator separated from the shaft of the delivery catheter. The septum of the delivery catheter was inside of the hub of the delivery catheter. The bonding between the septum and the hub has released. The orientation of the hole on the septum to the handle of the hub is incorrect. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, prior to being utilized with the patient, the hemostasis valve of the delivery catheter broke. It was noted when trying to insert the inner cylinder into the outer cylinder prior to utilizing with the patient, the valve moved to the back due to being pushed into the inner cylinder. The delivery catheter was not used. No patient complications have been reported as a result of this event.